Event description:
It was reported that the patient was admitted to the emergency room after an accident. The presenting heart rate was 10 bpm. The pulse generator exhibited backup operation. After a device software download and reprograming the device to high output, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.